Event description:
Add'l info rec'd from MFR 10/09/02: since there was no specific info regarding the serial number of the pump, the name of the pt or the date that the event allegedly occurred, MFR is unable to link this report with any specific device returned for analysis and therefore co cannot conclusively determine if a device malfunction actually occurred. In summary, based on the safety features included in the paradigm insulin infusion pump, MFR believes it is unlikely that the events mentioned in the medwatch report occurred as described in the article that appears on the diabetesnet website. There are no design or modifications to the paradigm insulin infusion pump since first marketed that in MFR's opinion are related to the alleged events described in the diabetesnet article. As indicated in MFR's response to question 1, their ability to investigate the alleged incidents is limited based on the info provided and MFR is unable to confirm whether or not any device malfunctions actually occurred. Even in the event that the pumps' programmed settings were inadvertently erased as suggested by the diabetesnet article, MFR believes that the probability of this resulting in any significant pt adverse effect is remote due to the pump alrms that alert the user to need to reprogram the pump's settings.

Event description:
Device failure on the "basal rate" causing medical adverse event of diabetic-ketoacidosis on two pts. Problems with this pump are posted on a diabetes website (http://www.diabetesnet.com/diabetes_technology/insulin pumps-minimed.php).